Event description:
I had medtronic stimulator inserted for pain and rsd in 1997. In (B)(6) started to feel pain on my left side and was unable to lift my arm and my spine was hurting. The device was malfunctioning and started leaking poison in my blood. They scraped my vertebrae and removed the device because pus was coming from the machine where the lead was leaking. I almost died. I am still having problems with my left side, ambulating and it is hard to turn my head on the left side.